Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for this event. The patient was treated with vancomycin injection (1gm per day, discontinued) and forzid injection (1gm per day, discontinued) for peritonitis event. At the time for this report, the patient was recovered from peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.